Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir, snap-cap, and septum for anomalies; none were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump, performed manual prime; visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had no delivery alarm during manual prime. Customer's blood glucose was 358 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. Customer was advised to try a new reservoir with current set. Customer was advised to verify the connection is secure. The customer was advised to manually push plunger and verify exits the tubing. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device did not alarm no delivery with manual prime. The customer was advised that changing the reservoir resolved the issue. The customer was advised to return the reservoir. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 358 mg/dl. The customer was treated for flex pen. Customer declined troubleshooting for high blood glucose.